Manufacturer narrative:
The customer returned the strips and the meter. The test strips and the vial did not show any defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 119115-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). Two human blood samples from (B)(4) donors and internal reference meters were used. Returned customer material and retention material were within specification. There was no product problem found.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that the coaguchek xs meter (serial number (B)(4)) was giving discrepant results. They reported results from two patients. The first patient was tested on (B)(6) 2016. The initial meter reading was 5.1 inr and the repeat meter reading was 2.5 inr. The customer stated they then tested the patient on a coaguchek xs plus meter (serial number (B)(4)) and obtained a result of 3.3 inr. A laboratory test was drawn within 10 minutes of the tests and that result was 2.2 inr. The laboratory reagent was not dade innovin. There were no changes made to the patient's medication. The therapeutic range for the first patient was 2-3 inr. On (B)(6) 2016, the second patient was tested and the result on the coaguchek xs meter (serial number (B)(4)) was 5.5 inr. A reading was then taken on the coaguchek xs plus meter (serial number (B)(4)) and that result was 3.3 inr. There was no laboratory test taken on this patient. There were no changes made to the patient's medication. There was no further information provided for the second patient. The same vial of strips was used for all of the tests in both meters. The suspect device was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 119 115-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). There were no error messages that occurred. The retention material complies with the specification.